Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the moderately calcified, 80% stenosed mid left anterior descending artery (lad). The vessel was pre-dilated with a maverick 2.5 x 15 mm balloon at 8 atms. The physician placed a taxus express2 2.50 x 24 mm drug eluting stent in the mid portion of the lad, right on a bend in the artery. The stent was deployed at 12 atms and the balloon fully deflated. Upon removal the balloon was sticking to the stent. The physician inflated up 2 atms, deflated and tried to remove again without success. He inflated up to 6 atms, deflated, and tugged the balloon until it came free. No pt complications were reported. The pt's condition is reported as good.